Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarms were noted during testing. The device was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads, and cracked belt clip slot.

Event description:
Customer reported via phone call that the insulin pump alarmed button error. Customer stated that the buttons on the device were unresponsive. Customer stated that she was exercising prior to the alarm and the insulin pump may have been pushed against her body. Advised customer to revert to a back up plan and the device will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.